Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported a malfunction alarm occurred. Reportedly, on the previous day, the pump had been dropped into the pool. In addition, the customer received a cartridge alarm 19 during the load process. The customer's blood glucose level was 350 mg/dl, which was addressed with a manual insulin injection. Reportedly, the customer had manual injections available as alternate insulin therapy.